Manufacturer narrative:
1 year, 1 month, 21 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient presented with weakness to bilateral lower extremities and confusion leading to an embolic stroke on (B)(6) 2018. Patient's anticoagulation regimen included coumadin, plavix, and aspirin 81mg. Inr goal was 2.5-3.5. Ramp echo was performed but no thrombus was detected. No power of flow spikes were observed. Patient's lactate dehydrogenase (ldh) was slightly elevated to 508 u/l which came down eventually. Patient was in rehabilitation center for balance therapy and strength in all extremities was equal and 4+. Ldh was 300 u/l range when patient was discharged. Patient is at home, working on balance and strengths are back to normal. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be determined. The center reported that the patient suffered an embolic stroke on (B)(6) 2018. The patient presented with extreme weakness to the bilateral lower extremities, confusion, and slightly slurred speech. It was reported that the patient was not a candidate for stroke intervention at the time of the stroke and was transferred to the vad center for monitoring. The patient was on coumadin and aspirin. Plavix was added to the patient¿s anticoagulation therapy. There were concerns for thrombus during admission; however, the patient had no spikes in power or flow. A ramp echo was done on (B)(6) 2018 when the patient was transferred and no thrombus was noted. The patient¿s ldh was slightly elevated at 508 which came down slowly over the course of several days and was at baseline (300s) by the time the patient was discharged. As of (B)(6) 2018, the patient was at home, working on balance rehab, and their strengths were back to normal. The patient remains ongoing on vad support and no further issues have been reported. Stroke, neurologic dysfunction, and hemolysis are listed (in the hmii IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.